Event description:
The sales representative reported on behalf of the customer that the aes-90sn, aes-90sn probe assy,suct,sin, was being used during a shoulder arthroscopy procedure on (B)(6) 2023 when it was reported, ¿today during one of our arthroscopic shoulder cases one of the ablator probes malfunctioned. The metal end of the tip came apart from the end of the probe and was in the patient. We were able to retrieve the piece and it is with the probe and its box. The little metal round covering that covers the burning end came off. She was able to retrieve it with no harm to the patient, and she completed the surgery.". The procedure was completed with a 10-minute delay. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Examination of the returned used device found the electrode detached from the probe tip. Detached electrode was not returned for evaluation. A likely cause of the event is due to contact with another metal object during the procedure. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). The user is advised the following: not use the probe for mechanical displacement of tissue, damage to the probe may occur. The IFU also advises the user to maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Care should be taken in procedures that may cover the probe return electrode. Alternate site ablation may occur if 75% of the return electrode is masked, making the return electrode surface area smaller than that of the active electrode. Do not activate the probe while any portion of the active or return electrode is in contact with another metal object, including the scope; localized heating of the electrode and the adjacent metal object may result in product damage and/ or injury. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the aes-90sn, aes-90sn probe assy,suct,sin, was being used during a shoulder arthroscopy procedure on (B)(6) 2023 when it was reported, ¿today during one of our arthroscopic shoulder cases one of the ablator probes malfunctioned. The metal end of the tip came apart from the end of the probe and was in the patient. We were able to retrieve the piece and it is with the probe and its box. The little metal round covering that covers the burning end came off. She was able to retrieve it with no harm to the patient, and she completed the surgery.". The procedure was completed with a 10-minute delay. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.